Event description:
I have a philips dreamstation auto CPAP machine (serial number (B)(4)) and happened to find the product recall notice this afternoon and am very concerned about having had used it for the past 3+ years. I have noticed particulate matter in the airway as described in the recall notice, and I have had an ongoing chronic cough for years that has yet to be resolved despite having been to multiple specialists including pulmonologists, allergist, ent, gastroenterologist, etc. I am especially angered that the recall was dated from june of this year, but I haven't been contacted by philips, or my insurance company ((B)(6)), or the dme equipment provider who my insurance company contracted the purchase of the unit through (B)(6), or my dme equipment replacement mail order company (B)(6). I can understand one of the involved companies dropping the ball and not notifying me, but to have none of them contact me about an FDA recall is simply ridiculous. As for now, I'm following the instructions in the recall (to cease using the machine until contacted) but I'm honestly not hopeful that I'll hear anything from philips given how they've handled communication thus far. FDA safety report ID # (B)(4).